Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic pain') in an adult female patient who had essure inserted for female sterilization. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy: oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: descripensy noted in date of removal (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: uterus, cervix, bilateral fallopian tubes, laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy: endometrium: secretory endometrium. No evidence of hyperplasia or malignancy. Myometrium: superficial adenomyosis. No evidence of atypia or malignancy. Cervix: mild acute and chronic cervicitis. Squamous metaplasia. No evidence of dysplasia or malignancy. Fallopian tubes: unremarkable bilateral fallopian tubes and fimbriae. Status post essure placement. No evidence of malignancy.; on (B)(6)2018: ovary, right, oophorectomy: benign ovary with multiple functional cysts. Involuting hemorrhagic corpus luteum cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received: previously reported event ¿medical device removal¿ replace with "pelvic pain". Reporter information were updated and lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.